Event description:
On the 4th day after intraarticular injection the patient developed pain and oedema/went to the emergency service where presence of fluid was diagnosed [injection site joint effusion] ([arthrocentesis], [injection site joint pain], [injection site joint swelling]) went to the emergency service where presence of fluid was diagnosed/fluid was collected and no signs of infection were detected [synovial fluid analysis normal]. Case narrative: initial information received on 21-feb-2025 regarding an unsolicited valid serious case received from health authorities. This case involves a 36 years old male patient who on the 4th day after intraarticular injection developed pain and oedema/went to the emergency service where presence of fluid was diagnosed and fluid was collected and no signs of infection were detected with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2024, the patient started using hylan g-f 20, sodium hyaluronate injection (strength: 48 mg/6ml) for once via intra-articular route (dosage, indication: unknown). On (B)(6) 2024, after the latency of 4 days of starting the treatment with hylan g-f 20, sodium hyaluronate, patient developed pain and oedema (injection site joint pain) (injection site joint swelling) (batch number: ersl007; expiry date: 31-jan-2027). He went to the emergency service where presence of fluid (injection site joint effusion) was diagnosed. Fluid was collected (aspiration joint) and no signs of infection were detected (synovial fluid analysis normal) (onset: (B)(6) 2024; latency: few days) (batch number: ersl007; expiry date: 31-jan-2027). Patient was taking oral anti-inflammatory drug, doing cryotherapy and rest and presents improvement of symptoms. Relevant laboratory test results included: synovial fluid analysis - in (B)(6) 2024: [went to the emergency service where presence of fluid was diagnosed. Fluid was collected and no signs of infection were detected.]. Action taken: not applicable for all the events. Corrective treatment: oral anti-inflammatory drug, cryotherapy and rest for injection site joint effusion; not reported for synovial fluid analysis normal. Outcome: unknown for synovial fluid analysis normal; recovering/resolving for rest all the events. Seriousness criteria: intervention required for injection site joint effusion. A product technical complaint (ptc) was initiated on 21-feb-2025 for synvisc one (batch number: ersl007; expiry date: 31-jan-2027) with global ptc number: (B)(4). Ptc stated: preliminary assessment: based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. Investigation: batch number ersl007, synvisc one (manufactured for unified ce EU) was manufactured on 20feb2024 with expiration date of 31jan2027 yielding (B)(4) singles. The incoming component inspection, packaging, and quality control documentation for this lot was reviewed. The investigation showed the product met specification at the time of release. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the nonconforming material or product process. Furthermore, no associated non-conformances were noted for the issue defect at time of release. In addition, IFU has provided list of precautions and adverse events?. Refer to attached IFU. The complaint is about after intraarticular injection the patient developed pain and oedema. A root cause cannot be determined from the investigation and with the provided information. Trend analysis performed in comet and qualipso: there are six (6) complaints for lot ersl007 and all related sublots. (B)(4) ersl007 other pharmacovigilance event. (B)(4) ersl007 medicinal product with air bubbles. (B)(4) ersl007a other pharmacovigilance event. (B)(4) ersl007a other pharmacovigilance event. (B)(4) ersl007a other pharmacovigilance event. (B)(4) ersl007a injection site inflammation. Based on investigation and trend analysis, no CAPA (corrective and preventive action) required. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events. Trend analysis will be performed on a periodic basis complaint handling? To determine if a CAPA was required. The final ptc was completed on 11-mar-2025 with summarized conclusion as no assessment possible. Additional information was received on 11-mar-2025 from quality department. Ptc results were added. Text amended accordingly.

Event description:
On the 4th day after intraarticular injection the patient developed pain and oedema/went to the emergency service where presence of fluid was diagnosed [injection site joint effusion] ([arthrocentesis], [injection site joint pain], [injection site joint swelling]) went to the emergency service where presence of fluid was diagnosed/fluid was collected and no signs of infection were detected [synovial fluid analysis normal] case narrative: initial information received on 21-feb-2025 regarding an unsolicited valid serious case received from health authorities. This case involves a 36-year-old male patient who on the 4th day after intraarticular injection developed pain and oedema/went to the emergency service where presence of fluid was diagnosed and fluid was collected and no signs of infection were detected with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2024, the patient started using hylan g-f 20, sodium hyaluronate injection for once via intra-articular route (dosage, indication: unknown). On (B)(6) 2024, after the latency of 4 days of starting the treatment with hylan g-f 20, sodium hyaluronate, patient developed pain and oedema (injection site joint pain) (injection site joint effusion) (injection site joint swelling) (batch number: ersl007; expiry date: unknown). He went to the emergency service where presence of fluid was diagnosed. Fluid was collected and no signs of infection were detected (aspiration joint) (synovial fluid analysis normal) (batch number: ersl007; expiry date: unknown). Patient was taking oral anti-inflammatory drug, doing cryotherapy and rest and presents improvement of symptoms. Relevant laboratory test results included: synovial fluid analysis - in (B)(6) 2024: [went to the emergency service where presence of fluid was diagnosed. Fluid was collected and no signs of infection were detected.] Action taken: not applicable for all the events. Corrective treatment: oral anti-inflammatory drug, cryotherapy and rest for injection site joint effusion; not reported for synovial fluid analysis normal. Outcome: unknown for synovial fluid analysis normal; recovering/resolving for rest all the events. Seriousness criteria: intervention required for injection site joint effusion.